Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing phrenic nerve stimulation. Upon interrogation, the right atrial lead exhibited increased capture threshold, decreased impedance and decreased sensing. An x-ray was performed which noted lead dislodgement. The lead was disabled. The patient was stable.

Event description:
New information received noted the patient's right atrial lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout.